Manufacturer narrative:
Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The record management database of each of the implants indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required. (B)(4).

Event description:
Lodi implants failed to osseointegrate. Implant info is as follows: p/n 07465, lot#1120z: 02/28/2020 (exp): 04/01/2015 (MFR). Additional implant info is as follows: p/n 07461, lot #i10k3: 01/31/2020 (exp); 03/01/2015 (MFR).